Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient changed the cartridge and lay down for a nap. At 2pm she woke up due to hyperglycemia with a blood glucose level of 500 mg/dl. Between 5:00 and 5:30pm, the patient arrived at the hospital and was treated with saline and used a hospital insulin pump. The length of hospitalization and the blood glucose values measured in hospital are not known.

Manufacturer narrative:
Correction - catalog # and unique identifier (UDI) # was updated in section d4.